Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The customer stated that during an interventional procedure, after the release of the footswitch, the pedal got stuck mechanically and as result the fluoro did not stop. The operator immediately used his foot to loosen the stuck pedal, which stopped the ongoing fluoro. The customer continued and finished the procedure on this imperfect system without any further problems. Siemens service was called but could not reproduce the failure. The footswitch has been replaced as a preventive measure and the issue has not been reported again. According to log file analysis, no accidental radiation occurrence case is seen due to the stuck fluoro pedal. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane mn system. During an interventional procedure, the user reported that fluoro continued after the footswitch was released. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.